Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. The sample was functional leakage tested, and no leakage was detected. To replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed to be related to the manufacturing process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Reason of complaint: tubing was firing air-in-line after troubleshooting and repeated attempts. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.